Manufacturer narrative:
H11: corrected data: MFR #2015691-2022-10381 is a duplicate report and was already submitted under MFR #2015691-2022-09136. Please reference MFR #2015691-2022-09136 for the reporting of this event.

Event description:
It was reported that a patient with a 21mm unknown model edwards valve implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 5 years, 7 months due to stenosis. The tavr was performed with a 23mm 9600tfx transcatheter valve.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.